Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No blank display noted. However, unit received with moisture damage at electronic assembly and on the motor. The insulin pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay, cracked select button keypad overlay and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call blank display anomaly and moisture damage on the insulin pump. Customer's blood glucose level was 89 mg/dl. Troubleshooting for moisture damage was performed. Customer advised they went into the swimming pool while wearing the insulin pump. Customer advised they had a blank display in addition to the moisture damage. Customer replaced the battery on the insulin pump, used a new battery cap and the blank display remained unresolved. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.